Manufacturer narrative:
H3: logs were received and analysis was found in sw- analysis determined not a software issue. According to complaint data, the issue is due to hardware issue. Imaging software functions as designed. B01, c19, d15 applicable codes. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
H2: it was noted that the replaced network cable was a commercially replaceable item by the customer. No medtronic part or serial numbers apply. H2, h3, h6: software logs have been received, but not analyzed. Codes b21, c21, and d16 are applicable. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Other relevant device(s) are: product ID: bi-500-01065, software #:(B)(6). Device evaluated by MFR: no products have been returned to medtronic for analysis. (B)(4). If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information regarding an imaging system being used during a spinal procedure. It was reported that the site x-ray tech acquired two spins, and neither had a nav tag on them. She reported that the system showed 3 green boxes for a navigated spin. She was unable to confirm that the navigated spin software was checked, but she thought they were. This surgeon aborted the use of the imaging system at this point. There was a reported delay to the procedure of less than one hour. There was no reported impact to the patient. Additional information was received. It was reported that the issue was caused by a bad network cable between the imaging and navigation systems. The was nothing wrong with either of the systems. The local representative (fse) was able to recommend fix by phone and did not have to attend to the site. It was reported that the surgeon opted to proceed without navigation and the customer did not obtain images.  Once the customer replaced the network cable, there have been no further issues after multiple cases. Additional information was received. It was reported that the network cable that was being used had wear and tear on it. The fse had the site replace the network cable and the system was functioning. The resolution was confirmed on the call.